Manufacturer narrative:
(B)(4). Product does not return. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 219 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of e-0 and 125 mg/dl. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states the reading 39mg/dl in the memory is a control test result which is within range. Control expected range: 22-52mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings on 75 and 30 level and produced low readings on 535 level. R&d investigation completed: the test strips producing high glucose results is due to improper storage of returned test strips: strips were most likely left outside of the vial for a prolonged period of time and exposed to heat.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 219 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of e-0 and 125 mg/dl. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states the reading 39mg/dl in the memory is a control test result which is within range. Control expected range: 22-52mg/dl.